Manufacturer narrative:
(B)(4). Upon receipt at out post market quality assurance laboratory the completed lead was returned. Visual inspection noted setscrew marks on the terminal pin. Blood/body fluid was noted in the lead lumen. Detailed lead analysis confirmed that the anode conductor coils were deformed and there were several fractured conductors coils. Due to the location and the type of damage, this was most likely caused by entrapment in the clavicle first rib region.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the device replacement a left ventricular (lv) lead replacement was scheduled due to out of range pacing impedances measurements and high pacing thresholds. No asystole for greater than 2 seconds was noted, but adequate pacing was not provided by the lv lead. The lv lead will be returned. No additional adverse patient effects were reported.